Event description:
It was reported that when using the bd pyxis¿ anesthesia station es vbrad7, all drawers (2.1, 2.2, 3, 4, and 5) were failed and shown as not detected on bus, indicated that maintenance was required. The customer also noted that these drawer failures appeared on the device but were not reflected on the pyxis es server notification bulletins. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that all drawers had failed and were not detected on the bus. The fse disabled the firewalls, after which all drawers returned and communication was successfully restored. Customer then recovered all failed drawers. The system functioned as intended after the field service engineer repaired the device.